Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 28oct2020. The sheath was found kinked when opening the package.

Manufacturer narrative:
Ethnicity (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. Address-(B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician found the involved angio-seal device tip of the sheath was broken when he opened the package. He changed to a new one and finished the operation. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. Additional information was received on 20sep2020. The type of procedure being performed was a percutaneous coronary intervention (pci).